Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause was faulty uim (user interface module). The uim was replaced.

Event description:
The customer reported a colleague infusion pump with failure code 515. The reported condition was identified during biomedical testing. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.